Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.